Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump to charge. Customer's blood glucose level was 145 mg/dl. The customer successfully cleared the alert by plugging the pump to charge using a different wall outlet.